Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) on the presenting electrogram. The rv lead also had rising thresholds, and the pace impedances were rising but remained within normal limits. The patient mentioned lightheadedness and pre syncope. Technical services (ts) reviewed the reports and discussed with the clinician. This rv lead remains in service. No adverse patient effects were reported.